Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-sensed t-wave oversensing was noted on a stored egm. Programming changes made to address the oversensing issue; however, under undersensing was seen on the rv lead. Lead revision is planned, but no procedure has been scheduled yet.